Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Corrections included replacement of the power supply. The unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.